Manufacturer narrative:
Pump had button error alarms on display and unresponsive button due to corroded keypad trace. Pump was received with cracked case all corners of display window, cracked on reservoir tube lip and missing end cap sticker noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 130 mg/dl. Troubleshooting was not performed. The device was returned for analysis.